Manufacturer narrative:
Postal code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and anxiety- product/procedure.

Event description:
Healthcare professional reported textured to smooth implant device replacement on right side. Healthcare professional reported rupture. The device has been explanted and replaced.